Event description:
Reporter alleged blood glucose measured 221 mg/dl; however, customer had no symptoms at the time and a retest indicated glucose was 221 mg/dl. Customer stated taking 54 units of long acting insulin as a result and went to the doctor 1/2 hour later to test glucose. It was stated the nurse measured glucose to be 106 mg/dl compared to the customer's meter reading of 234 mg/dl when testing was performed 10 minutes apart. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.